Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s daughter in-law reported that the cannula did not deploy and was unsure if the pink slide moved forward; this indicates a needle mechanism failure. The daughter in-law reported the patient¿s blood glucose levels were over 400 mg/dl while wearing the pod for an unknown duration of time. The patient had not received any treatment at the time of report and was advised by product support to self-administer a bolus. No other information was provided.